Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b,h6

Event description:
Healthcare professional reported right side hole in radius (edge). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported a "right side deflation." Additionally, healthcare professional reported hole in radius (edge). Device was explanted.